Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex mesh, patient was diagnosed with infection, abscess, inflammation, adhesions, and granuloma thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, adhesions and inflammation as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh.". Note, the manufacturing date (15-jan-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was identified, opened and excised. A ventralex mesh was placed, and the fascial defect was repaired using sutures.¿ (B)(6) 2014 - patient was diagnosed with umbilical scar sinus tracts with infected mesh thereby underwent open repair with partial explant of ventralex mesh. Per operative notes, ¿two small pockets of fluid and suture with obvious infected mesh material was encountered. These were excised.¿ (B)(6) 2015 - patient was diagnosed with infected mesh thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿the umbilical dermus was adherent to the ventralex mesh. Cautery was used to create a plan within the scar tissue of the fascia. Small sinus tracts were identified with two areas of frank small pockets of pus. The ventralex mesh was then dissected, and the superficial and deep layers were completely excised.¿ attorney alleges that the patient had abscess, pain, infection and emotional injuries.